Event description:
It was reported that removal difficulty occurred. The target lesion was located in the distal right coronary artery. A 3.5mm x 15mm wolverine coronary cutting balloon monorail was selected for use. During procedure, a wolverine was used to prepare the vessel due to calcifications. However, the physician failed to withdraw the device. It was noted that the device got stuck at the edge of a non-boston scientific guiding catheter. The physician was forced to take out the whole system, and the wolverine was successfully removed from the guiding catheter outside the patient. The procedure was completed with a different device. There were no patient complications, and the patient was stable following the procedure. It was further reported that the lesion was 70% stenosed, moderately tortuous and moderately calcified.

Manufacturer narrative:
E1 initial reporter first name: (B)(6). E1 initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the distal right coronary artery. A 3.5mm x 15mm wolverine coronary cutting balloon monorail was selected for use. During procedure, a wolverine was used to prepare the vessel due to calcifications. However, the physician failed to withdraw the device. It was noted that the device got stuck at the edge of a non-boston scientific guiding catheter. The physician was forced to take out the whole system, and the wolverine was successfully removed from the guiding catheter outside the patient. The procedure was completed with a different device. There were no patient complications, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter first name: (B)(6). E1 initial reporter address 1: (B)(6).